Event description:
The lesion being treated was a severely calcified, 90% stenotic lesion in a moderately tortuous coronary artery. The lesion was predilated with a 3.0 x 30 mm maverick balloon. After predilation the physician attmepted to reach the lesion with a taxus express2 2.75 x 16 mm drug eluting stent. However, the taxus stent was unable to cross the lesion. Consequently, the stent was never deployed. Upon removal of the taxus stent from the pt's body the tip of the stent was bent. The procedure was successfully completed using another taxus drug eluting stent. No pt complications or injuries were reported. Pt status is reported as "satisfactory/good".